Event description:
It was reported that during interrogation, the device entered high speed telemetry lockout. Complete device interrogation was not possible. It was relayed that it was a normal function and the device would resume once it exits telemetry lockout. Patient was stable and will continue to be monitored normally.